Manufacturer narrative:
Tandem's t:slim x2g5 user guide describes how to fill the cartridge with insulin and load the cartridge into your t:slim pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was leaking. Reportedly, the customer had accidentally loaded insulin into the cartridge through the pneumatic tap port instead of the cartridge fill port when filling the cartridge. A new cartridge was successfully loaded resolving the issue. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support educated the customer in the fill cartridge process.